Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there were issues with the fiber. After troubleshooting, it was found that they might have dropped or broke. The procedure was completed after replacing the fiber and debris shield. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there were issues with the fiber. After troubleshooting, it was found that they might have dropped or broke. Also, there was a user error. The procedure was completed after replacing the fiber and debris shield. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there were issues with the fiber. After troubleshooting, it was found that they might have dropped or broke. Also, there was a user error. The procedure was completed after replacing the fiber and debris shield. There were no patient complications reported.